Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 25-feb-2016 and installed at the customers site on 04-apr-2016. According to the system's service records, its last annual preventative maintenance was performed on 21-feb-2018. A lumenis service engineer visited the site four (4) days after the reported event. Upon removing system covers it was discovered that dc/dc pcb and nearby harnesses were burnt. The engineer replaced lvps and dc/dc boards and 'melted harness', cleaned interior of smoke debris, cleaned and inspected all optics and found no visual damage. The harness is expected to be returned to lumenis for evaluation. A review of system risk files ((B)(4)) revealed two risks; risk #6.2.1 "system component failure - overheats and creates fire" & risk #2.4.2 "system failure" which have the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment. In this case an alternate laser was brought in to complete the case with no complications to the patient. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction. A two year historical review of similar product complaints revealed this to be a single incident. There had been no similar reports of pulse 120 harnesses melting during use. The failed harness is expected to be returned to lumenis for analysis. Upon receipt and completion of the failure analysis of the device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
A user facility reported that during a lithotripsy procedure in which a lumenis pulse 120 laser was being utilized, the unit started smoking. The facility shut unit off the unit and did not use it. After a five minute delay trying to clear the operating room of smoke, a second laser was brought in to complete the procedure. No injuries to patient or user were reported, and no report that the malfunction caused or contributed to any change in the patient's health.